Event description:
It was reported that the patient was presented with heart palpitations. Upon interrogation, an error message appeared. The pulse generator diagnostics were cleared and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.